Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) behavior. The battery appeared to be depleting more quickly than expected. This device was surgically explanted, replaced and returned for analysis. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Product was returned and analyzed. This implantable cardioverter defibrillator (ICD) was returned to boston scientific's post market quality assurance laboratory . Visual inspection noted that the header is firmly attached to the pg casing. All seal plugs are present. No holes were noted in the seal plugs. This ICD was tested and the device passed the therapy verification portions of the automated electrical testing. Based on available data and the ICD information measurements, the device is exhibiting normal battery depletion. This device expected life span at the programmed setting was 10.37 years, and implant time was 10.80 years or 104.1%. The premature battery depletion (pbd) malfunction allegation was not confirmed. No adverse event and no problem was detected, as this device completed it's estimated time use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) behavior. The battery was suspected to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.